Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional device product codes: mni, kwp, mnh complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted. Manufacturing location: brandywine / packaged and released by: monument release date: 21-aug-2019, expiration date: 01-aug-2029 part number: 04.615.116s, 4.0mm ti cancellous polyaxial screw 16mm for 4.0mm rods-sterile lot number: 14l2753 (sterile) lot quantity: (B)(4) note: monument completes thermal rinse, packaging and sterilization operations for this part number. The actual manufacture of this part is performed by the brandywine facility. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component(s) reviewed: component part review for part number 04.615.116y / lot number 13l4180 and relevant sub-components needs to be assigned to the brandywine DHR review team. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. : the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported on (B)(6) 2022 a posterior cervical fusion () was performed, where 4.0-16 with pars screw orbit at was used. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was confirmed by x-ray that the screw head at was broken off. According to the surgeon, the screw head might have been dislodged by the force. No further information is available. This report is for one (1) 4.0mm ti cancellous polyaxial screw 16mm for 4.0mm rods this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the photo x-ray was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. The photo x-ray w investigation revelated that the 4.0mm ti can plyx scr 16mm f/4.0mm rod-s was found broken, the neutral body and the screw were separated. No other issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for 4.0mm ti can plyx scr 16mm f/4.0mm rod-s [04.615.116s/14l2753]. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.